Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited elevating capture threshold with r-wave amplitude variation. Thrombus was found entangled to the rvlp. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2025. Patient condition was stable.

Manufacturer narrative:
Reported events of capture and sensing problem were not confirmed. Visual inspection, specification measurement, longevity assessment and further analysis were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.